Event description:
During a bilateral condylectomy, the surgeon followed the provided patient specific case report and completed resections on the patient's right and left fossa. This resulted in a larger removal of bone in the left fossa region than was intended by the surgeon and the unintended removal of bone from the patient's right fossa. Due to the patient specific nature of the product, no other cases were affected.